Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The additional evaluation revealed that both the mixers were sent to the current product manager for investigation. The investigation confirms that the snap-fit is broken for both the mixers. Thereby the cement container got detached, which further caused the claimed malfunction. We cannot confirm the exact cause for the breakage of the snap-fit, based on the information we received and hence we can only assume that this may be caused due to overload. There are no further complaints about this article. Though, there was a similar complaint for another article with identical structure, where the design of the mixer was corrected and the snap-fit was made stronger. The exact cause for this incident cannot be determined.

Event description:
It was reported that the cement could not be properly mixed and filled into the syringes. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.device history record review results: the manufacturing documents were reviewed and no complaint related issues were found.